Event description:
The patient received two percutaneous leads from the same lot as part of his scs system. It was reported the patient developed an infection at the midline incision. The patient allegedly was prescribed oral antibiotics for 10 days but the infection did not resolve. The physician consequently decided to remove the patient's entire system. The explant date is currently unknown. No further information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.